Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 675 mg/dl, 495 mg/dl, 135 mg/dl. The customer had no any symptoms and treated with breakfast and bolus. Customer reported that the high blood glucose levels. Troubleshooting was performed. Customer alleged pump was possible under delivering. The product was not returned for analysis.